Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the cuff was found to be leaking and the staff was not able to remove the tube during the procedure. They were unable to reintubate as the patient would not survive reintubation process. The patient expired.

Manufacturer narrative:
One sample was received for evaluation. The device history record (DHR) was not reviewed since the lot number was not provided. Manufacturing process was reviewed and currently, there is no potential risk and the below condition was found. An inflation/deflation test was performed for all products. The operator inspects all products for no leaks and segregates the defective parts. All products have a resting time of 2 hours. Once the part is inspected visually, then the instruction provides the guidelines to deflate the cuff. All manufacturing controls were found acceptable and effective to detect the reported failure mode. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.